Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 11/2023).

Event description:
It was reported that during port removal procedure, the catheter allegedly torn at fourteen cm. It was further reported that the rest of the catheter allegedly remained inside the body and will be removed. There was no reported patient injury.

Event description:
It was reported that during port removal procedure, the catheter allegedly torn at fourteen cm. It was further reported that the rest of the catheter allegedly remained inside the body. Reportedly, the tip of the catheter was removed from the heart. The current status of the patient was unknown.

Manufacturer narrative:
H10: additional information was received and the file was reassessed for reportability and determined to be reportable as serious injury. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 11/2023), g3, h6 (device). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. A complete circumferential break was noted in the distal end of the cath-lock that was elliptical in shape. The edges of the complete circumferential break on the distal end of the attached catheter were noted to be uneven and granular. Mushrooming was noted at the proximal end of the attached catheter. Therefore the investigation is confirmed for the reported catheter fracture, material separation and identified dent issues. However the investigation is inconclusive for the reported migration issue as the exact circumstances at the time of the reported event was unknown. A definitive root cause could not be determined, pinch off could have potentially caused or contributed to the reported event. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 11/2023), g3, h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during port removal procedure, the catheter allegedly torn at fourteen cm. It was further reported that the rest of the catheter allegedly remained inside the body. Reportedly, the tip of the catheter was removed from the heart. The current status of the patient was unknown.